Event description:
The epicardial lead had a lot of noise with pocket manipulation and a high threshold. The patient had irregular af conduction and was missing beats that should have captured. A new transvenous lead was inserted and attached to the device. The epicardial lead with issues was capped.

Manufacturer narrative:
"**UDI related data quality updates only** h2: correction marked. D1: brand name updated to match gudid database entry.